Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, the basket of an ngage nitinol stone extractor did not open properly, prior to a ureteroscopy procedure. The device was tested in an uncoiled position and the handle was in a straight position. The user reported "it seemed like the spring did not work properly". The device was replaced with a 2nd same-like device, and the same issue occurred. The issue with both devices was discovered prior to patient contact and they were not used on the patient. The procedure was completed with a third same-like device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. Reviews of complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document-based investigation evaluation was performed. The available evidence indicates the device was made to specification. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows one other complaint for the same issue, associated with the complaint device lot. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of complaint file, device history record, complaint history, and quality control documents does not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. The instructions for use (IFU) does not provide any information related to the reported issue. The issue has been identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. Due recent similar complaints, a CAPA was opened to capture the root cause investigation. The cause for the issue has not yet been determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: as reported, the basket of an ngage nitinol stone extractor did not open properly, prior to a ureteroscopy procedure. The device was tested in an uncoiled position and the handle was in a straight position. The user reported "it seemed like the spring did not work properly". The device was replaced with a 2nd same-like device, and the same issue occurred. The issue with both devices was discovered prior to patient contact and they were not used on the patient. The procedure was completed with a third same-like device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation . A visual inspection and functional test of the returned devices were conducted. Two ngage nitinol stone extractors were returned in their shipping trays with opened packages. Device 1: the basket sheath was kinked near the yellow support sheath. The basket would not deploy. Device 2: the male luer lock adapter (mlla) and collette knobs were very loose; they were tightened to perform a function test and basket would not deploy. The handle was disassembled to manually function test the device, and the basket sheath was found kinked near the yellow support sheath. The basket would not deploy. A field action assessment was performed and it was determined that no field action was necessary. Two complaint devices returned. Both were found to have baskets that would not function due to sheath damage. The cause for the issue has not yet been determined. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket of an ngage nitinol stone extractor did not open properly, prior to a ureteroscopy procedure. The device was tested in an uncoiled position and the handle was in a straight position. The user reported "it seemed like the spring did not work properly". The device was replaced with a 2nd same-like device, and the same issue occurred. The issue with both devices was discovered prior to patient contact and they were not used on the patient. The procedure was completed with a third same-like device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: customer name and address = postal code: (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.